Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "do not use the angio-seal device if the procedure sheath has been placed through the superficial femoral artery and into the profunda femoris as this may result in collagen deposition into the superficial femoral artery. This may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.'' ''Do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.'' The complaint could be confirmed for thrombosis as per the reported event that the user experienced. With the available information and especially in the absence of the complaint sample, the relationship of the device to the reported event cannot be substantiated based on available information. Based on the information given, the exact root cause of the event cannot be determined. Sufficient information is provided in the IFU for the standard procedure in case of occurrence of this event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00643.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure and thrombus was found to have develop after hemostasis. The right common femoral artery was punctured to perform ballooning for treating restenosis inside a stent deployed at the left superficial femoral artery. After that, hemostasis was successfully achieved by using the angio-seal device. A few days later, restenosis inside the stent was noted, and angiography revealed thrombus. The thrombus was attempted to be suctioned; however, the thrombus moved to the peripheral area. No further treatment was performed. Since thrombus was found around the puncture site, the physician assumed that the thrombus might have developed due to the angio-seal device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The patient was being followed up. There were no other devices or equipment used with the reported product. A pre-deployment angiogram was performed. It was a right femoral artery puncture. A computerized tomography (CT) and angiogram were performed to diagnose the vascular insufficiency. Additional information was received on 30sep2020. Two angio-seal devices were used separately and there was a possibility that both devices may have attributed to thrombus formation. The physician did not indicate any finding on angiography of thrombus seen on the right femoral artery from the procedure on (B)(6) 2020. The patient had already had a stent implanted in the left superficial femoral artery (sfa). This means that there is a high possibility that restenosis occurred. The patient had cli and severe stenosis at both sfa. The physician mentioned that the angio-seal might have caused the thrombus from the left common femoral artery puncture site from (B)(6) 2020. With regards to the thrombus that was seen on the left femoral puncture site, there was no problem with the angio-seal subcomponents (anchor, collagen) visualized intraluminal. The procedure on (B)(6) 2020 that was performed in which access was the right femoral artery and a ppi was to the left sfa in stent restenosis was planned. The angio-seal was used. A few hours after hemostasis, the patient complained that something seemed to be wrong with his/her leg. Re-angiography reveled a thrombus and the thrombus was aspirated. In the procedure performed on (B)(6) 2020, the description stated the procedure was performed to address restenosis in the left sfa stent and thrombus was present, and the physician stated he thinks the thrombus came from the left femoral access on (B)(6) 2020. Two angio-seal devices were used separately and there is a possibility that both devices may have attributed to thrombus formation. Additional information was received on 01oct2020. It was confirmed that the third procedure, thrombus aspiration was not performed. The patient was reported to be currently being followed up.